Manufacturer narrative:
(B)(4): it was initially reported that the explanted pump was returning for analysis; however, information was received indicating that the device would not returned by the hospital. A direct correlation between the device and the report of thrombus, hemolysis, and heart failure could not be conclusively determined. Thrombus, hemolysis, and heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The patient remains ongoing on lvad support with the replacement device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that the explanted pump would not be returned for analysis. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 3 years and 6 days the device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the patient's lactate dehydrogenase (ldh) value was elevated at 1000 u/l and the patient showed additional unspecified signs of hemolysis. The patient was transfused with packed red blood cells; however, there were no signs of improvement. At an unspecified time later, the patient exhibited signs of heart failure. On (B)(6) 2015, the patient reportedly received a pump exchange due to pump thrombosis. No further information was provided.